Event description:
It has been reported to co that during the procedure the device leaked. Reportedly, the pt experienced bleeding and formed hematomas. The device was removed and replaced. The pt is reported as fine. The device is not being returned for co's analysis.